Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient lost consciousness for about 30 minutes at a pool hall and one of the staff called an ambulance. The cgm reading was 61 mgdl and the bg reading was 21 mgdl. The paramedic treated the patient with intravenous (IV) medication and was not taken to the hospital. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of 3 allegations of inaccuracies. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). B5: describe event or problem - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data. H11 additional narrative- correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported 3 instances in which each event has similar details but occurred on different event dates. This report is to capture the second event. On (B)(6) 2024, the patient lost consciousness for about 30 minutes at a pool hall and one of the staff called an ambulance. The cgm reading was 61 mgdl and the bg reading was 21 mgdl. The paramedic treated the patient with intravenous (IV) medication and was not taken to the hospital. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.